Manufacturer narrative:
Investigation summary: the event rep. Is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by co into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, co has emphasized to co's customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 4/8/97, the account reported an erratic result of<2.0miu/ml for the bhcg assay, which was run on the analyzer. The physician requested another sample be drawn and a result of 5541 miu/ml was rec'd. The original sample was than rerun and a result of 6503miu/ml was obtained. According to the account, all controls were within thier specified ranges and an error message was not given with the erratic result. However, the message history log from the instrument showed lls(liquid level sense) errors and a processing probe crash on 4/3/97. The probe was changed and calibrated on 4/3/97 and 4/6/97. No info has been rec'd from the account regarding the pt's outcome. Treatment was not given to the pt based on the first reported result. No report of injury.